Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an av node ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The dilator got stuck inside the vizigo sheath and could not advance or retract and the white diaphragm was dislodged. During a av node procedure the dilator got stuck inside the vizigo sheath and could not advance or retract. The vizigo sheath was flushed without resolution. The vizigo sheath was cut open and it was observed that the white diaphragm was dislodged in the dilator and traveled up the sheath. The vizigo sheath was replaced and the procedure continued successfully. Sheath obstruction is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On (B)(6) 2021, bwi received additional information indicating that the resistance occurred while trying to place the catheter into the sheath. The sheath in question was not being used on the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)